Manufacturer narrative:
A report was received indicating that the user experienced multiple prior hospitalizations, including admissions reportedly associated with diabetic ketoacidosis while using the ilet system. Limited information was available regarding the individual events, including the absence of confirmed dates, glucose values, diagnoses, or treatment details. Engineering log review identified minimal device usage data over portions of the reported timeframe and no malfunction alerts or motor errors associated with the ilet pump. Information provided by the clinical diabetes specialist suggested that some hospitalizations may have been related to pregnancy-associated conditions including hyperemesis and gastroparesis rather than ilet therapy. Based on the available information, a causal relationship between the ilet device and the reported hospitalizations could not be established. The event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 29-apr-2026 it was reported by a clinical diabetes specialist that the user had experienced multiple prior hospitalizations, including admissions reportedly related to diabetic ketoacidosis (dka), while using the ilet system. Specific event dates, glucose values, admission/discharge dates, and treatment details were not available. The user was also reported to be pregnant with additional admissions potentially related to hyperemesis and gastroparesis.